Event description:
When the sales representative was inspecting the kit, the screw were found disassembled in the tray. There was no patient contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.